Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by loose upper link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump "does recognize a door latch". Any pt involvement, injury or medical intervention is unk.